Event description:
On (B)(6) 2018, the lay user/patient¿s wife contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged issue began at 5:15 p.m., on (B)(6) 2018. The reporter claimed that the patient obtained blood glucose readings of ¿220 and 60 mg/dl¿ with the subject device, performed approximately 1 hour apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient manages his diabetes with insulin (humalog, 3 times per day and lantus, in the morning; dosages not specified) and the reporter advised that in response to the alleged issue, the patient immediately consumed regular cola, ate some crackers and two packets of oral glucose. The reporter stated that at around 6:17 p.m., on (B)(6) 2018, after having the second packet of oral glucose, the patient had a ¿seizure¿ for approximately 2 minutes. The reporter stated that she gave the patient a shot of glucagon and contacted the emergency medical services (ems). Upon arrival, ems treated the patient with oral glucose and rushed him to hospital where his blood glucose was reportedly tested using the hospital¿s device; however, the reporter was unable to recall the result obtained. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue began.